Manufacturer narrative:
The insulin pump had minor scratches on the display window, a cracked case at a display window corner and a cracked display window.

Event description:
It was reported that the customer had a crack on the insulin pump. Customer's blood glucose level was 184 mg/dl. Customer had a crack on the corner of the screen on the upper corner of the case. Customer stated that this is the second pump and this has never happened. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.